Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical block error. The customer's blood glucose was 200 mg/dl at the time of incident. The customer also reported blood glucose of 74 mg/dl. Troubleshooting was performed. The device was able to rewind. However, an error occurred and was probably unable to be cleared. The insulin pump was returned for analysis.

Manufacturer narrative:
No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 213 file number 30, is found in the formatted history file due to a software error.